Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observation: ¿ penetrating nick (stress mark) . No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported "left implant found ruptured at time of surgery." Device has been explanted.

Event description:
Healthcare professional reported "left implant found ruptured at time of surgery." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.